Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the trial patient via the manufacturer¿s representative reported that they had an infection with the trial device and was currently being treated. It was noted that the patient had a ¿positive¿ outcome from the trial and was going to move forward with the permanent implant after the infection healed.